Event description:
It was reported that the device was at elective replacement indicator (eri) and had a battery longevity of two years. It was also reported that the right ventricular (rv) lead had high thresholds, which contributed to the battery longevity. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).